Event description:
The patient's system was explanted due to a mrsa infection at the pocket site. The patient is being treated with antibiotics.

Manufacturer narrative:
The explanted products were discarded by the medical facility and will not be returned for evaluation.